Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that catheter broke off outside the body; replaced with a catheter from another brand. Increased catheterization procedures leading to patient dissatisfaction.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received on 1/19/2026: extracorporeal tubing was disconnected without entering the patient, who was discharged from the hospital.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter break was confirmed but the root cause could not be determined. One video of a 4fr sl groshong nxt catheter was returned for evaluation. Inspection of the video found that a break in the catheter tubing was visible near the 38 cm depth marker. No other features of the break could be discerned and no other remarkable features were observed throughout the video. Based on the available material for review, the complaint is confirmed but there is insufficient evidence to identify the root cause. This complaint will be recorded for future trending and monitoring purposes.